Event description:
Caller reported that the quick bolus and wake button on a pump was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance on how to press the button effectively and assisted the caller in removing the pump from its case to improve accessibility. Despite these efforts, the issue persisted, so technical support arranged for a replacement pump under warranty. Caller was informed about returning the problematic pump using a pre-paid label and understood the instructions provided.